Manufacturer narrative:
Update rec'd 5/5/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Doi: (B)(6) 2010 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the pfs now alleges infection. The revision operative note indicated infection, pain, metal debris on trunnion (no corrosion), and possible malpositioned stem and cup. The surgeon later said the position of the stem and cup were appropriate for each other and patient. The liner was unable to be removed for the cup, so it was left inside the cup. Only the femoral head was removed. The cup and hole eliminator are now being added for the infection. No labs were provided for the alleged high metal ions. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection and corrosion on the stem trunion. Update rec'vd (B)(4) 2013 -upon analyst review it was discovered that the acetabular liner should be a subject of this complaint. It was stated that the surgeon could not retrieve the liner. This complaint was updated (B)(4) 2014. Update rec'd: (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. We are reversing the MDR decision and reporting the head and liner since litigation was received. The complaint was updated on: 6/2/2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.